Manufacturer narrative:
Initial reporter phone no.:(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set leaked unspecified medication coming from the bottom. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed under pressure and a leak between the chamber and the bottom cover was identified. The reported condition was verified. The leak was caused by the absence of solvent between the chamber and the bottom cover which occurred during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.